Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the he bd veritor ¿ at-home covid-19 test (eua(B)(4)) the customer had what they believe to be a false negative result. This is a report of 2 occurrences. The following information was provided by the initial reporter: customer states they believe the test gave a false negative result. When attempting to get information from caller, they stated they do not have it with them and will call back later. Customer took 4 tests across 4 days one test each day the first 2 he used were ours and got negative results the next two days he used one binax and one ihealth test getting a positive result on both customer believed this meant a false result form our tests and stated they just wanted to report the information to us informed customer I will add this info to the case customer did not understand the results may have changed over the 24 hour period that the customer could have not had enough of the virus to be detectable in the system during the first two days but may have developed the next two days.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2046142. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.

Event description:
It was reported that while using the he bd veritor ¿ at-home covid-19 test (eua210417) the customer had what they believe to be a false negative result. This is a report of 2 occurrences. The following information was provided by the initial reporter: customer states they believe the test gave a false negative result. When attempting to get information from caller, they stated they do not have it with them and will call back later. Customer took 4 tests across 4 days one test each day the first 2 he used were ours and got negative results the next two days he used one binax and one ihealth test getting a positive result on both customer believed this meant a false result form our tests and stated they just wanted to report the information to us. Informed customer I will add this info to the case customer did not understand the results may have changed over the 24 hour period that the customer could have not had enough of the virus to be detectable in the system during the first two days but may have developed the next two days.